Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Patient experienced pop in hip approximately 2 weeks ago. It then became more painful this past sunday and she came to the emergency room. Surgeon set her up for revision surgery yesterday. Patient presented with a loose or dislocated femoral head. Upon inspection of the femoral neck, it was determined to revise the femoral component.

Manufacturer narrative:
An event regarding disassociation between the femoral head and stem involving an accolade plus tmzf hip stem #2 was reported. The event was confirmed. A visual inspection noted trunnion wear and material loss from movement against the femoral head taper. No material or manufacturing issues were observed. A device history review confirmed all devices accepted into finished goods conformed to specification. A complaint history review confirmed no other similar events for the reported lot. The exact cause of the event could not be determined because of the condition of the returned device. While the material analysis confirmed the damage, it cannot reveal the underlying cause. No further investigation for this event is possible at this time.

Event description:
Patient experienced pop in hip approximately 2 weeks ago. It then became more painful this past sunday and she came to the emergency room. Surgeon set her up for revision surgery yesterday. Patient presented with a loose or dislocated femoral head. Upon inspection of the femoral neck, it was determined to revise the femoral component.